Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing symptoms of stuttering, slurring and passing out. An MRI was performed and there is an artifact noted around the dura/leads. The physician believes the patient has a csf leak. Surgical intervention may be pending to address this issue. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3189, UDI: (B)(4), serial:(B)(6), batch: t00007625.